Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's report was confirmed, the air and water supply volume did not meet the standard value due to a clogged nozzle. The cleaning, disinfection, and sterilization (cds) was performed by the customer before the device was returned to olympus, there was no delay in the start of pre cleaning, the customer flushed the air / water nozzle with water and air, there were no abnormalities in the accessories used for reprocessing, the customer wiped and brushed the air and water nozzle with clean lint-free cloths / brushes / sponges, and the air / water nozzle was flushed with the detergent solution. In addition to the reportable finding noted in section b5, the following was also discovered; the bending angle in up direction did not meet the standard value due to wear of angle wire, the play of up/down knob was out of the standard value due to wear of angle wire, the adhesive on the bending section cover had a chip and a crack, the water removal ability did not meet the standard value due to clogging of nozzle, the switch three had a scratch, the grip was shaved, the image guide protector had a scratch, the universal cord had a scratch, the suction connector had a dent, the adhesives around objective lens had white-clouded area, the objective lens had a scratch, the adhesives around light guide lens had white-clouded area, the plastic distal end cover had a dent, and the connecting tube had a scratch. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a weak air / water supply. The issue was found during preparation for use in a diagnostic upper gastrointestinal screening, the intended procedure was completed with the same device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object came out of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it although it results of component analysis revealed that the foreign material was cellulose fiber. The nozzle was clogged with large clumps of cellulose fibers. It is possible that the cellulose fibers did not originate from the scope, but rather from fibers from gauze, towels, etc. Used in the surrounding area, but due to the wide variety of origins, it was not possible to identify the fibers. The event can be detected/prevented in accordance with the following instructions for use: chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿ and section 3.8 ¿inspection of the endoscopic system¿ describe how to inspect for the subject event as below. ¦ inspection of the endoscope 9 inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. ¦ inspection of the objective lens cleaning function ¿inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.